Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that mot of the keypad buttons were under responsive to user presses. It was also noted that there was moisture within the pump. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: during investigation, the original complaint about the keypad was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. The battery compartment had a leak and there was evidence of moisture corrosion in the battery compartment. Unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts..battery compartment leak. Evidence of moisture corrosion in battery compartment, near keypad connector, on display board.